Manufacturer narrative:
(B)(6). Four portex endotracheal tube returned for analysis. Customer's complaint was verified on the used device. The three devices that were new were reviewed and found no leaks with the cuff inflated. (B)(4). The problem source is unknown.

Event description:
Information was received that the portex endotracheal tube was leaking from the cuff as it was inflated. The item was replaced with another trach. No reported adverse effects.